Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt felt pain at the ipg pocket site. It was reported the pt had not experienced any falls or trauma to the site. No further information is available at this time.